Event description:
The ge oec 9900 fluoroscopy system had lock ups that required a reboot to continue.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective power cable to the backplane that was removed and replaced. Low voltage power adjusted above the 5vdc threshold. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.